Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: incident description: when infusing fentanyl, all of sudden alarms for air bubbles, user flushed the line and cleaned the pump, restarted the infusion but same thing happened again and again, subsequently changed to different pump but same thing happened again, it's impossible to get rid of those champagne bubbles! (Has to waste about half bag of medication in order to flush the line). End user changed the IV set twice with no resolution. Ultimately, end user has to stop the infusion and warm up a new fentanyl bag (takes about 30 mins).